Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, monopolar curved scissors wouldn't fully close after removing instrument from the trocar. Broken wire could be seen. The procedure was completed as planned with no reported injury.